Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented for a follow up visit, with symptoms of intermittent palpitations, upon device interrogation intermittent post-paced t-wave oversensing was observed on the ventricular channel. Programming changes were made and there were no further signs of t-wave oversensing. Patient was stable.